Manufacturer narrative:
Concomitant medical products: 620bg33 heart band, implanted: (B)(6) 2018; 690r32 heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pacing lead exhibited noise. The patient experienced a tingling or shocking sensation over their pacemaker and is suspecting that their implantable pulse generator (ipg) have an issue. The ipg was removed and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.